Manufacturer narrative:
No report of patient involvement. Ge healthcare¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported the bad cart. There was no reported patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and verified the reported issue. The base plate and all casters were replaced to resolve the reported issue.